Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08710 inches. The insulin flow blocked alarm functioning properly. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in insulin pump history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis with unknown blood glucose levels at the time of the incident. The physician suspected an occluded cannula caused the high, but there was no visible bend and no alarms in the alarm history. The customer suspected a pump malfunction. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.